Event description:
It was reported that a power on reset (por) occurred. The por was cleared and the device remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset (por) was noted. The device experienced a critical ram parity error por on (B)(6) 2011 in location "0f c6". The device should be able to recover from the event and continue normal function. No evidence of radiation therapy was concurrent with the event.